Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as reported device was not returned. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned.

Event description:
It was reported that the patient's hip was revised due to neck & trunnion erosion.